Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a dense infiltrate with surface defect and light sensitivity on both eyes (ou) at a 4 day post op exam. The patient¿s chief complaint was of light sensitivity and discomfort. The patient commented on how eye hurts to open. Topical steroid dosage was increased to resolve symptoms and the patient was referred to a corneal specialist. Pre-op best corrected visual acuity (bcva) from (B)(6) 2017: right eye (od) pre-op 20/20 -1.00 x -.75 x 170, left eye (os) pre-op 20/20 -2.50 x -.25 x 160. This report is for the femto laser equipment. A separate report will be filed for the visx laser equipment.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.